Event description:
Main body graft was advanced via the left femoral artery. Contralateral limb was cannulated and the contralateral iliac leg graft was deployed without complication. Some time during the removal of the main body grey positoner and the introduction of the ipsilateral iliac leg graft, wire access into the ipsilateral limb was lost. During that time it was noted that the wire guide was extending farther outside the femoral artery, and was re-advanced into the vessel. Deployment of the ipsilateral iliac leg graft was then attempted. Without indication, the access wire had advanced behind the graft, and was no longer within the lumen of the main body. Visually the ipsilateral iliac leg graft appeared to be advancing into the ipsilateral limb, but rather was deployed behind the graft in the left common iliac artery. During the attempt to balloon the endovascular graft at the fixation and junction sites, the molding balloon was noticed to be advanced behind the suprarenal stent and became lodged in the aorta. Balloon catheter could be advanced but not withdrawn, therefore the device was cut, separating the catheter from the distal hub. The balloon and catheter were then snared and withdrawn through the brachial artery. Angiogram was performed noting an occlusion of the left common iliac artery. The procedure was then converted to an aortouni-iliac configuration and a fem-fem bypass was performed. No endoleaks were viewed during the completion angiogram. Please refer to 1820334-2004-00353 for additional info.